Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced mesh erosion, urinary retention, abdominal pain, urinary tract infection, urinary incontinence and pelvic pain. A cystourethroscopy and mesh excision were performed.